Manufacturer narrative:
A visual examination under magnification of the returned driver was performed. A torsional twist was found along the hex portion of the driver. Prior to breaking from an excessive twisting load (torsion) the driver tip may start to twist before the driver breaks. Additional MDR associated with this event: 3025141-2019-00327: screw.

Event description:
While inserting a screw, the driver tip broke in the screw head. The driver tip remains implanted.